Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information, d9. The device was returned to olympus for inspection and the reported failure was confirmed. The following reportable malfunctions were identified during the device evaluation: no image. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic component problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the bronchovideoscope had image black-out when adjusting angulation. The event occurred at service / maintenance (not in a clinical setting). There was no patient involvement.